Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield composite series skull clamp (a3059) slipped and patient received a gash during a craniotomy procedure. It is unknown if the device failure led to a delay in surgery. Additional information has been requested.

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 device history record: the DHR shows no abnormalities related to the reported failure. Mayfield skull clamp (a3059) was returned for evaluation. The evaluation of the device did not confirm the reported complaint. The evaluation and repairs cannot duplicate slippage. When unit is properly positioned and put under pressure, unit would not have slipped. Preventative maintenance and cleaning required at this time. Additional information received indicate that the incident occurred during positioning. The surgeon applied cranial peek clamp and positioned in prone when pins got dislodged from lock position. Patient had 3 inches laceration on left side of scalp. The surgery was delayed for 10 minutes. Cranial clamp was replaced immediately and the surgical procedure was completed with no other complication.